Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the right atrial (ra) lead connected to this pacemaker, triggered a lead safety switch (lss) alert. Boston scientific technical services (ts) suggested testing the lead in bipolar configuration and if the lead tests fine, the lss can be reset. No further information is known. No adverse patient effects were reported.